Event description:
It was reported that a shaft leak occurred. Prior to the procedure, an icerod cx 90 degree needle was tested per the instructions for use. Air bubbles were observed escaping near the 100mm mark on the shaft. New needles were tested and performed to expectation. The case was completed successfully without complication.

Manufacturer narrative:
H3 - device evaluated by manufacturer: the returned product was from lot u0013 and not u0248 as reported. Engineering analysis on the returned device confirmed the complaint; the needle failed gas leak testing. The leak was located on the needle shaft as reflected in the reported event and was caused by a corrosive hole. The needle was dismantled and there were no electrical problems with the heater components. The vacuum sleeve had not lost vacuum. Soldering flux and corrosive signs were found inside the needle shaft.

Event description:
It was reported that a shaft leak occurred. Prior to the procedure, an icerod cx 90 degree needle was tested per the instructions for use. Air bubbles were observed escaping near the 100mm mark on the shaft. New needles were tested and performed to expectation. The case was completed successfully without complication.